Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 465 mg/dl. During troubleshooting the insulin pump was able to prime without incident. The customer was advised that the insulin pump was functioning as designed; the occlusion was caused by the infusion set or reservoir. The customer was able to treat their high blood glucose via insulin pump therapy. The insulin pump, reservoir, and infusion set were not returned for analysis.